Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). Conclusion: failure event observed during analysis final analysis found that a partial lead was returned in three pieces. An insulation abrasion which breached the insulation due to clavicular crush was noted at 11.8 cm to 12.4 cm and at 12.9 cm to 13.2 cmfrom the connector pin. Multiple surface abrasions were noted near the connector boot area. (B)(4).